Event description:
1 hour after dialysis treatment was initiated, with a blood flow rate of 400ml/min, patient with av graft, developed nausea, malaise, epistaxis, vomiting, resulting in hemolysis, detectable in the blood. Nurse noticed a kink in the blood tubing set in front of the arterial drip chamber about 100mm in length. Patient was sent to the ICU for further treatment. No further information was provided.

Manufacturer narrative:
Manufacturer investigation report on retained and returned samples.